Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2016 with the following findings:a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump bolus history totals from the date of the alleged event added up appropriately in the total daily dose. During testing, a normal bolus and an audio bolus were performed and recorded in the pump history appropriately. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 27.8 mmol/l with symptoms of extreme drowsiness, blurred vision, extreme thirst (polydipsia), excess urination (polyuria), nausea / vomiting, and symptoms of dehydration (dizzy, lightheaded). The reporter indicated that the advanced features of the pump were in use and confirmed that the pump settings were programmed correctly. The reporter indicated that the basal rates matched the programmed basal rates and were reflected in the total daily dose history. During a review of the bolus history, the reporter indicated that the pump bolus history was not reflected in the pump's total daily dose. This report is made based on the allegation that the patient experienced hyperglycemia related to a discrepancy in the pump delivery history.